Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and a steam pop occurred. It was reported that when ablating in the right atrium with the qdot micro¿ catheter, the physician believes that a steam pop occurred in the patient. The caller reported that the physician stated they saw an impedance rise on the ngen¿ generator at the time. The caller reported that when they checked the lesion parameters afterwards, the impedance difference was only 4. The caller confirmed that there was no injury or consequence to the patient, confirmed on intracardiac echocardiography (ice). The caller also confirmed that there were no errors or alerts displayed on the ngen¿ generator or the carto¿ 3 system. The procedure was continued with no further issues.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).